Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical field specialist (tfs) conducted additional investigation of the system on site but could not resolve the reported issue. Tfs replaced the master tool manipulator (mtm) to fix the system. The part has not yet been received for evaluation by internal failure analysis. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, an error 1 displayed on the system. The error points to the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The site contacted intuitive surgical inc. (Isi) technical support for assistance; however, troubleshooting did not resolve the error. The surgeon could not work with only one mtm; thus, the surgeon decided to convert the procedure to laparoscopy. Intuitive surgical inc. (Isi) contacted the reporter to obtain additional information. It was reported the system was inspected prior to use. The error occurred towards the end of the planned procedure; however, the surgical delay was almost 60 minutes. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the master tool manipulator (mtm) involved with this complaint. Failure analysis investigations was able to replicate the reported failure on the field. It was found that the belt gear clamp in link 3 had slip down the platform shaft which made the belts rub against the cables and damaged them. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.